Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient via a manufacturer representative (rep) who was implanted with an implantable neurostimulator (ins). It was reported that the patient was having recharging difficulties. Patient weight change may have led or contributed to the issue. Recharge diaries show patient did not always have an excellent connection, battery is visibly tilted in pocket. Patient plans to discuss pocket revision with surgeon. The issue has not been resolved at this time. No symptoms were reported. Additional information was received from the rep. The cause for the tilted ins was due to patient weight change. Waiting on healthcare provider to see what they want to about the patient's system. Additional information received from the manufacturer representative reported that the patient was going to have the full system replaced on (B)(6) 2022.

Manufacturer narrative:
Continuation of d10: product ID 977a260 lot# serial# (B)(6) implanted: (B)(6) 2015 explanted: product type lead product ID 977a260 lot# serial# (B)(6) implanted: (B)(6) 2015 explanted: product type lead medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient via a manufacturing representative (rep) who was implanted with an implantable neurostimulat or (ins). It was reported that there were high electrode impedances. Patient compliance may have led or contributed to the issue. Rep interrogated ipg today to find high impedances on electrodes 5-7 and 8-15. Rep reprogrammed on electrodes 0-4 to get satisfactory coverage over chronic pain areas. The issue was not resolved at this time. No symptoms were reported. Additional information was received from the rep on march 17th. The patient was scheduled for a full system replacement on (B)(6) 2022.